Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: photo analysis: upon visual inspection of the two pictures received for evaluation. It was observed an opened foil package, one winding former and a dispensed needle/suture with the tip needle apparently damaged product code w9915. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.,according to the information received, it was reported that there had been no needle tip on one needle in the newly dispensed suture when it was opened to prepare for unknown surgery. Device analysis: the product was returned for evaluation. Visual analysis of the returned sample determined that on broken needle at the tip product code w9915 was received. Marks on the tip due to use of the surgical instrument were observed. Additional evaluation is necessary to determine the assignable cause of the breakage needle. Needle analysis: a failed suture needle, (B)(4), was submitted for fractographic evaluation. The component was identified as product code w9915. It was requested that assess the fracture mode of the failure. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. Before use on the patient, it was reported that there had been no needle tip on one needle in the newly dispensed suture when it was opened to prepare for unknown surgery. Upon visual inspection of two pictures received for evaluation. It was observed an opened foil package, one winding former and a dispensed needle/suture with the tip needle apparently damaged. There were no patient consequences reported. No additional information was provided.